Event description:
It was reported by the customer that a pyxis medstation es system keyboard ripped and keys not aligned with covering. The customer reported that users were unable to access medications due to this keyboard damage, causing a delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue stemmed from physical damage to the keyboard, rendering it inoperable. A field service engineer removed and replaced keyboard to resolve. The system functioned as intended after the field service engineer troubleshooted the device.